Manufacturer narrative:
A visual inspection was performed as part of the material analysis. The report concluded: bony on-growth was seen on all sides of the stem. The neck to stem taper exhibited the majority of the surface in the as manufactured condition. Some isolated areas were seen indicating fretting corrosion. The neck to head taper showed an as-manufactured surface. The base alloy of the neck was found to be consistent with an astm f1537 alloy 1 material. No material or manufacturing defects were observed on the surfaces examined. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
It was reported that, "the patient was revised due to loose, subsided implants."